Event description:
Due to skin thinning, a part of the implant magnet is exposed. Revision surgery, including adjustment of the implant bed, is scheduled.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Additional information: according to the information received from the field the recipient underwent a revision surgery due to extrusion of the implant through the skin. A revision surgery was carried out and the implant remain implanted for another two years, however, finally it got explanted due to re-occurrence of the reported issue. The explanted device has not been received for investigation yet.

Event description:
Due to skin thinning, a part of the implant magnet is exposed. During the revision surgery exposure of the receiver coil edge and granulation was discovered.

Event description:
Due to skin thinning, a part of the implant magnet is exposed. During the revision surgery exposure of the receiver coil edge and granulation was discovered. The device remains implanted and in use after a revision surgery on 18th june, where an additional implant bed was drilled.

Manufacturer narrative:
Additional information: according to the information received from the field the recipient underwent a revision surgery due to extrusion of the implant through the skin. During the revision surgery the implant bed was additionally drilled. The device remains implanted and in use. This is a final report.